Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021, it was reported by a patient via e-mail that after a rotator cuff procedure 5 weeks ago, the patient has since started breaking out in a rash. No additional information provided. Additional information requested. Additional information provided 09/28/2021: the date of the primary procedure was (B)(6) 2021 for a rotator cuff repair. This procedure took place at (B)(6) center on (B)(6) 2021. The patient developed a rash 5 weeks post-operative. The specific part number(s) that were implanted are unknown at this time.